Manufacturer narrative:
Device evaluation:the pump has been returned and evaluated by product analysis on 01/27/2014 with the following findings: evaluation revealed a cracked display screen. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display screen was cracked. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 01/27/2014.